Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 500 mg/dl. The customer stated that they had a reaction to a medication that their doctor prescribed to them which led to the high blood glucose. The customer declined assistance with trouble shooting. The customer was advised to change their reservoir and infusion set and to call back if they had any issues with their insulin pump. It is unknown weather the patient was wearing the pump during hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.